Event description:
According to the report, the device was connected to a pt in cardiac arrest with disposable defibrillation/ECG electrodes and defib adapter. The pt was shocked and transported to the hosp. In the hosp ER, the pt was shocked twice more. The report states that when the last shock was delivered, electrical arcing was observed at the sternum electrical arcing was observed at the sternum electrode post and the electrode cable "blew off" the sternum electrode. The electrode was replaced and the cable re-attached but, subsequent to the reported malfunction, the pt's rhythm was not shockable and the pt did not survive. The rptr stated the alleged malfunction did not cause or contribute to the pt's death because the pt was not viable and the defibrillator was available for use.